Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 440 mg/dl they delivered a bolus of 20 units and blood glucose went down to 428 mg/dl. Customer's other relevant blood glucose level was 268 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. Trouble shooting was performed for under delivery and customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.